Event description:
It was reported that the patient sustained unspecified injuries resulting from spinal fusion surgery using (B)(4). No additional information has been provided.

Event description:
Reportedly the patient developed "significant pain, nerve injury, and has me constantly worried about needing another surgery."

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent the following procedures: 1) bilateral l3-l4, l4-l5 and l5-s1 partial hemilaminotomy, foraminotomy, partial medial facetectomy, lateral recess decompression, nerve decompression. 2) bilateral l3-l4, l4-l5, and l5-s1 discectomy. 3) bilateral l3 to s1 posterior segmental interfixation with conquest lifespine rod and screw instrumentation 7.5 x 45 screws at l3-l4 and l5-s1 bilaterally. 4) bilateral l3 to s1 transforaminal lumbar interbody grafting with peek cages 15mm high at l5-s1 bilaterally, 16mm high at l4-l5 bilaterally and 12mm high at l3-l4 bilaterally, packed with bmp and allograft and autograft. 5) bilateral l3 to s1 posterolateral grafting with allograft, autograft, rhbmp-2/acs, demineralized bone matrix, tricalcium phosphate, bone marrow aspirate taken from right iliac crest. 6) insertion interbody peek device. 7) morselized allograft. 8) right iliac crest bone marrow aspirate. 9) fluoroscopy. 10) supervision and interpretation. 11) intraoperative use of cell saver. 12) intraoperative ssep monitoring. 13) increased difficulty of the operation due to patient¿s obesity. As per op-notes,¿ each pedicle was sounded internally and externally prior to introduction of the screws and externally after introduction of the screws and after the x-rays were taken. All screws at l3, l4, l5 and s1 were all placed desirably bicortical. After that was done, bilateral l5-s 1 diskectomy was performed. The end plates curetted and prepped for grafting and peek cages 15 mm high packed with all material were placed at l5-s1 bilaterally. Subsequently attention to l4-l5 level with transforaminal approach as well. Cages were placed uneventfully at that level packed with rhbmp-2/acs and allograft and autograft.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(4).